Event description:
The user facility reported that the groin site experienced some oozing following impella cp implant of a patient. After two days of oozing, the staff adjusted the angle of entry and a mattress suture was placed to resolve the condition. Support was continued uninterrupted. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding is determined to be use issue because the bleeding was controlled by angle match and placing mattress sutures at the bleeding site.